Manufacturer narrative:
Manufacturers ref#(B)(4) investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04feb2026 the site reported the most proximal device was a previously placed zta-pt-34-30-209 with unknown lot# the site previously reported a type ia endoleak to zta-p-32-201 which now has been identified as the most distal device. They have updated the data and have related the type ia endoleak to the proximal device zta-pt-34-30-209 (most proximal device) (lot# unknown)

Event description:
Description of event according to study (wce-mdr2091: EU custom made aortic data collection project): a 76 year old female presented with a primary diagnosis of a thoracoabdominal aortic (taaa) degenerative aneurysm. Pre-procedural imaging: preoperative CT imaging identified involvement of the celiac artery, superior mesenteric artery (sma), right renal artery (rra), and left renal artery (lra). The proximal landing zone was in zone 3 (first 2 cm distal to the left subclavian artery), and the distal landing zone extended to zone 10 (common iliac arteries). Index procedure (B)(6) 2025): the patient underwent endovascular repair under general anaesthesia. Estimated blood loss was 600 ml, with approximately 243 ml of blood products administered intraoperatively. Additional procedures included bilateral iliac angioplasty and femoral artery reconstruction. No endoleak or stent graft integrity issues were observed at the conclusion of the procedure. Postoperative course: on (B)(6) 2025 (post-op day 4): follow-up CT revealed a left-sided access site hematoma and a new type ia endoleak (this complaint, (B)(4). On (B)(6) 2025 (post-op day 6): the patient underwent a secondary intervention, which included: stent placement at the left subclavian artery (lsa) proximal aortic relining using a zta-p-38-167 (lot e4340698) with in situ fenestration for the lsa. (Bentley begraft peripheral 8x57 mm) covered stenting of the left external iliac artery (10x50 mm and 8x100 mm) surgical revision of the access site hematoma. On (B)(6) 2025: a new aortic dissection was identified (B)(4). The site attributed this to the proximal aortic device placed during the secondary intervention (zta-p-38-167, lot e4340698), they also assessed as possibly related to the patient¿s fragile aorta and acute aortic arch anatomy. Management at this time was observational. As the devices was used in patient with horton arteritis it is considered off label use as device is not testiest in patient with infected aorta. Endoleak type 3a identified during imaging review for (B)(4) (handled in (B)(4). Type ia endoleak was noted at the zta which was previously placed. The placed devices were zta-pt-34-209 and zta-p-32-201 with sealing in zone 3. The procedure was done on (B)(6) 2025 previously to index procedure. Patient outcome: secondary intervention occurred to treat the type ia endoleak, aortic dissection and access site hematoma: proximal aortic relining (zta-p-38-167 lot e4340698) with in situ fenestration for lsa (bentley begraft peripheral 8x57mm) left external iliac artery covered stenting (10x50mm + 8x100mm) surgical wound revision.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.